Manufacturer narrative:
The tech found the brake caster is damaged. The tech replaced the brake caster to resolve the issue.

Event description:
The technician alleged the brake caster does not hold. No pt impact.